Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer also stated she is having trouble getting insulin through the tubing. The customer's blood glucose fluctuated between 170mg/dl-400mg/dl. The customer treated with manual injection. During the call customer also mentioned that der set disconnected on its own twice. In addition, mentioned blood glucose versus sensor glucose, customer declined troubleshooting at this time.